Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that pre-operatively upon interrogation of her pump, they saw it was stalled¿occurring (B)(6)-2020. It was successfully recovered at (B)(6)-2021 at 10:47am. It was noted that the spine surgeon was performing spine surgery for this patient and asked the company representative to come in in the event of an issue with the catheter. The surgery was uneventful, there were no issues with the catheter or pump. The spine surgeon asked the company representative to go and interrogate the pump the following day as well to ensure no issues. This was done (B)(6)--2021 and the pump was functioning normally with no stalls or alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at unknown dose) via an implantable infusion pump. It was reported that the patient's pump motor stalled after an MRI and remained in a stalled state for about 2 weeks. The stall recovered on the date of interrogation, and it was reviewed that the stall was a false stall due to telemetry state. No patient symptoms were reported. The issue was resolved on the call. No further complications were reported.